Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective and the power supply connector was physically damaged. The cause of the inability to power on is the defective power supply unit and damaged connector. The root cause of the defective power supply unit cannot be positively identified. The root cause of the damaged connector was physical abuse. No adverse event resulted from the defective power supply.